Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one patient when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The elevated results were reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management.

Manufacturer narrative:
The customer repeated testing using a scantibody heterophile blocking tube with no change to dose value. Results were not supplied. The customer diluted the patient's sample 1:2 with a "normal" patient's specimen. This testing recovered 0.02 ng/ml. Testing at beckman coulter with interference eliminating proteins confirmed the existence of a patient source interferent for the sample. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient. Root cause was determined to be the presence of an interferent in the patient's sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.